Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("organ perforation") and device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), dyspareunia ("painful intercourse") and abdominal pain lower ("cramping"). The patient was treated with surgery (removal of the essure device). Essure was removed in (B)(6) 2009. At the time of the report, the perforation, device dislocation, back pain, abdominal distension, hormone level abnormal, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, device dislocation, dyspareunia, hormone level abnormal and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/ coil had perforated her uterus / organ perforation/coil had perforated her uterus./uterus perforation") and device dislocation ("device migration/ pain from migrated implants / her left coil had migrated") in a (B)(6) year-old female patient who had essure (batch no. 819696 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no.". The patient's past medical history included multigravida, parity 1 ((B)(6) 1989) in 1989, tubal ligation in (B)(6) 2009, abortion induced (4), chickenpox, abdominoplasty in 2004, menarche and gravida in 1988. The patient denies any tobacco or illicit street drugs. Concurrent conditions included overweight, alcohol use and anesthesia. Family history included lung cancer (father) and diabetes (uncle). In (B)(6) 2009, the patient experienced abdominal pain lower ("cramping/ lower abdominal pain / cramping"). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), dyspareunia ("painful intercourse"), menstruation irregular ("unusual menstruation"), colitis ("colitis"), medical device pain ("pain from migrated implants / organ perforation pain from migrated implants") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (tubal ligation on the left fallopia tube/ laparoscopic repair of the uterine perforation on (B)(6) 2009) and surgery (surgery to remove the device / remove via tubal ligation). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation, abdominal distension, hormone level abnormal, dyspareunia, menstruation irregular, colitis and treatment noncompliance outcome was unknown and the back pain, abdominal pain lower and medical device pain had resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, colitis, device dislocation, dyspareunia, hormone level abnormal, medical device pain, menstruation irregular, treatment noncompliance and uterine perforation to be related to essure. The reporter commented: pfs- current weight: (B)(6). She has not sought treatment for unusual menstruation or painful intercourse. Patient did not claim that allergic to nickel or any other component of essure , hypersensitivity reaction to nickel or any other component of essure, essure caused or aggravated any psychiatric and/or psychological condition, essure worsened a previously existing injury/condition mr-bilateral coil placement without complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. (B)(6) 2009 : she was undergoing tests for colitis when an ultrasound revealed that her left coil had migrated. While undergoing surgery to correct this, dr. Discovered that the coil had perforated her uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: medical device pain, treatment noncompliance " quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-feb-2018: events- "pain from migrated implants, did not use birth control or contraception at any time following your essure placement procedure", reporter, historical condition added from pfs, event "lower back pain, pain from migrated implants / organ perforation pain from migrated implants" outcome updated to "recovered/resolved", family history, historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/coil had perforated her uterus") and device dislocation ("device migration/ pain from migrated implants/her left coil had migrated") in an adult female patient who had essure (batch no. 819696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no.". The patient's past medical history included gravida ii and parity 1 in 1989. Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009 the patient experienced abdominal pain lower ("cramping/lower abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("lower back pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), dyspareunia ("painful intercourse"), menstruation irregular ("unusual menstruation") and colitis ("colitis"). The patient was treated with surgery (tubal ligation on the left fallopia tube/ laparoscopic repair of the uterine perforation on (B)(6) 2009) and surgery (surgery to remove the device). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation, back pain, abdominal distension, hormone level abnormal, dyspareunia, menstruation irregular and colitis outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, colitis, device dislocation, dyspareunia, hormone level abnormal, menstruation irregular and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Most recent follow-up information incorporated above includes: on 8-jan-2018: new reporters added. Historical condition added. Patient¿s demographics updated. Lot number was provided. The event perforation of organ nos was updated to uterine perforation (coil had perforated her uterus). New events added: unusual menstruation, colitis, device monitoring procedure not performed. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.